Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge came off the pump easily due to damaged grooves on the pump and usb cable intermittently did not charge battery. There was no reported impact to customer's blood glucose. No additional information was provided. Contact declined troubleshooting or follow up from tandem technical support.